Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final repot. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted due to infection that was the result of a head trauma. The recipient was admitted to hospital for treatment with antibiotics and wound dressings. The recipient's device was explanted due to on going discharge and an exposed implant. The recipient was reimplanted with another advanced bionics cochlear device. The device will not be returned to the company for analysis.